Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's sibling that the customer got into a car accident due to an unexpected low blood glucose incident, with blood glucose of 30 mg/dl at the time of the incident. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to privacy laws. The insulin pump will not be returned for analysis.